Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer¿s blood glucose was 53 mg/dl at the time of incident. The customer reported that blood glucose is now 104 mg/dl and she is ok to troubleshoot. Customer declined to troubleshoot low blood glucose. The customer also received sensor updating. Customer sensor had a deep curve toward the tip. The insulin pump will not be returned for analysis.